Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an intermittent image (including so severe noise or flicker that the endoscopic image is not visible). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a temporary intermittent screen whiteout appearing after 1 hour of use. The issue was found during preparation for use in a diagnostic procedure and was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Additional information: b3, b5, d10, h4 and h6. Corrected fields: d9, e1, g3 and h10 (device evaluation should add the following: the costumer's complaint was not confirmed). Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 19dec2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received regarding the reported event: the costumer reported that the patient was under general anesthesia for a stomach laparotomy, and the surgery was delayed by 5 minutes. Correction to information provided in the initial medwatch report: the issue was observed during a procedure and the intended procedure was completed using the same device.